Event description:
Boston scientific received information that shortly after implant this device oversensed noise suspected to be due to air bubbles. No adverse patient effects reported. No intervention performed and patient will be monitored. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.